Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation primary with two mentor memorygel breast implant 350cc and suffered from a rupture on the left side and a device migration on the right side. The patient was having her devices removed and replaced, and the rupture was discovered incidentally during surgery. Allergan devices were used as replacements on the date of surgery, (B)(6) 2021. This report is for the right side device.